Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va11x1l, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the broken wire was first noticed by hcp (B)(6) 2018, the date of replacement. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va11x1l, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va11x1l, ubd: 20-nov-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s wire broke, and they fell a couple of times with their previous implant. The patient stated the wire most likely broke when they had falls in ¿2018 maybe, later (B)(6) 2017 or maybe early 2018.¿ the patient reported they then replaced the whole thing and they liked their new implant a lot better than the previous implant. The patient also stated they remembered the previous device stopped helping ¿probably 2018 is when they first noticed it wasn¿t helping as much.¿ no further complications were reported.